Event description:
Customer reported their son received a suspected false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 30114c, reader sn (B)(6) . Customer states son repeatedly tested negative with covid-19 antigen tests in successive days (brand/manufacturer, frequency and dates of testing not specified). Neither the individual or their roommate had symptoms. No further information provided regarding this false positive event.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Manufacturer narrative:
Update to h10: retain testing was performed for the reported lot and no false positive results were reproduced during the investigation. The root cause is undetermined as the failure mode was not confirmed.